Event description:
The pump caused a rate increase from 2.5 milliliters per hour to 25.6 milliliters per hour without explanation. This pump was never removed once the incident was noticed. This patient was extremely unstable, on the same pump was versed running at 1 milliliter per hour, levophed running at 0.5 milliliters per hour (max) and epinephrine at 0.3 milliliters per hour (max), making exchanging this pump at this time risky and unsafe. It would also require us to waste a near-full bags of versed and fentanyl (costly to the patient). And unsafe for us to leave the patient to waste these medications properly. As we were arranging the transfer of pumps, I noticed that the fentanyl and versed were both attached to extension filter tubing with ports instead of the port-less filter tubing. The pump was removed from the patient¿s room and sent for maintenance. Manufacturer response for infusion pump, (brand not provided) (per site reporter). None.